Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gl5022 mfg date 10/01/2013; exp date 07/31/2018; batch gl5343 mfg date 10/01/2013; exp date 07/31/2018; batch gl6353 mfg date 10/01/2013; exp date 07/31/2018; batch glk924 mfg date 10/01/2013; exp date 07/31/2018; batch glu134 mfg date 10/01/2013; exp date 07/31/2018; batch glu351 mfg date 10/01/2013; exp date 07/31/2018; batch glz563 mfg date 10/01/2013; exp date 07/31/2018; batch glz906 mfg date 10/01/2013; exp date 07/31/2018; batch gm5195 mfg date 11/01/2013; exp date 07/31/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gastric resection procedure on (B)(6) 2014 and suture was used. The surgeon noticed that the tip of the needle was broken. The needle tip was not located in the patient. At that time the surgeon decided to close the patient. After the operation the patient underwent a CT scan but the needle tip was not seen. The surgeon opines that there is a possibility that the needle tip may still be in the patient. The patient is stable.